Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the top left part of her battery had been hurting her since (B)(6) 2015. The battery had moved around and the ins site felt like it had been bruised. A burning sensation was felt. It was clarified that the patient was not feeling stimulation. It was noted this had been occurring sporadically for approximately 2 months, but had worsened and remained constant a week ago. No falls or traumas were reported to be related to the issue. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.